Event description:
Additional information was received that the device was reprogrammed to resolve this event.

Event description:
During follow-up, varying impedance was observed on the right atrial (ra) lead. X-ray imaging was performed and revealed ra lead dislodgement. No intervention has been performed at this time. The patient was in stable condition.